Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.

Event description:
During patient use the white tracheal cuff could not be deflated. No intervention was reported.